Event description:
Customer sent the device to olympus repair center for inspection with a description of "air/water flow issue" . The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the nozzle clogged with foreign material. This report is being submitted for clogged nozzle with foreign material found on device evaluation.

Manufacturer narrative:
The subject device was received and evaluated . A full technical evaluation was completed in accordance with the original equipment manufacturer (ome )specification. Device evaluation and inspection, service repair noted the following findings: the air/water supply volume was inspected for an air and water flow issue. Indeed, neither air nor water at the output of this endoscope was observed due to a clogged nozzle. Air leak inspection did not show any water leakages. A solid and dark material, which seem to look like debris from the patient body that could not be removed was clogging the nozzle. This was found during the incoming inspection but without detrimental deformation of the hose of the nozzle. Further inspection findings: a-rubber glue is separated. Crease on the connecting tube. Universal cord unit has wrinkles. Switch 1 button rubber is pierced but leak-free. Insulation resistance value is out of specification (c cover cap damaged). Angulations are out of specification. Biopsy channel is worn: no malfunction reported but coloring/scratch noticed inside the channel. Concerning the general condition of the scope and the further inspection findings, it is most likely a result of wear during handling and reprocessing. The replacement of the nozzle unit, a-rubber, c-cover, the connecting tube, the key top 1 unit, and the universal cord are required as a major repair to return the instrument to the OEM specification. Previously, the device had been returned for repair (B)(6) 2021 for a leak failure. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the dark solid foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.